Event description:
Customer said the surgiphor sample was faulty due to pvpi was outside the bottle and it looks like there is dirt/sand inside the sterile package.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ clinical code: e2403. Imdrf annex a code medical device problem code: a18. Two photos were available for evaluation. Visual examination of the photos shows the lidding stained with dark color solution indicating the reported issue of leakage. Solution residue upon evaporation leaves behind small dark particles. This are not deemed to be of foreign matter origin but as a by-product of the solution evaporating. As a result, bd was unable to verify the reported issue of foreign matter. The most probable root cause can be attributed to post manufacturing handling due to the defect is very self-evident, bottles did not leak during pre-packaging and packaging. During the shipment, boxes may be dropped or impacted which can also be a contributing factor of the issue. A corrective initiation determination was created and identified which results in an overall risk of medium with a severity (s2) and occurrence (o4). The reported issue do not represent a single significant incident that would trigger a CAPA. No further actions will be taken based on a negative trend is not observed at this time. This failure mode will continue to be tracked and trended.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ clinical code: e2403. Imdrf annex a code medical device problem code: a18. Two photos were available for evaluation. Visual examination of the photos shows the lidding stained with dark color solution indicating the reported issue of leakage. Solution residue upon evaporation leaves behind small dark particles. This are not deemed to be of foreign matter origin but as a by-product of the solution evaporating. As a result, bd was unable to verify the reported issue of foreign matter. The most probable root cause can be attributed to post manufacturing handling due to the defect is very self-evident, bottles did not leak during pre-packaging and packaging. During the shipment, boxes may be dropped or impacted which can also be a contributing factor of the issue. A corrective initiation determination was created and identified which results in an overall risk of medium with a severity (s2) and occurrence (o4). The reported issue do not represent a single significant incident that would trigger a CAPA. No further actions will be taken based on a negative trend is not observed at this time. This failure mode will continue to be tracked and trended. Addendum: sample was received. Dried solution was observed inside the packaging. Leakage was observed on the seal of the nozzle. What was observed and reported as potential foreign matter, appears to be areas of dried residual solution presenting as material debris. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer said the surgiphor sample was faulty due to pvpi was outside the bottle and it looks like there is dirt/sand inside the sterile package.